Manufacturer narrative:
Initially it was reported, when the ablation catheter was placed in the left atrium (la) the physician saw smoke and movement in the left ventricle on the ultrasound. On (B)(6) 2019, clarification was received from the biosense webster inc. (Bwi) representative that smoke is a general term the physician used to describe slow sluggish flow of blood in the left atrium visualized with echocardiogram, intracardiac echocardiography, and transthoracic echocardiograms. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. No code available was used to represent surgical intervention. Biosense webster manufacturer's ref. No.'s 2029046-2019-02676 are related to the same incident. Concomitant medical products: baylis transseptal needle (model# unknown, lot# unknown); carto® 3 system (model# unknown, serial# unknown). Manufacture ref no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) and pentaray nav eco catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After mapping, prior to ablation, the physician had difficulty placing the coronary sinus (cs) catheter into position, so the catheter was removed and placed in the right ventricle (rv). After going transseptal, the pentaray nav eco catheter was used for mapping the left pulmonary veins. The pentaray was then exchanged for the stsf catheter. When the ablation catheter was placed in the left atrium (la) the physician saw movement. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Heparin was reversed. The patient was transferred to the operating room (or) to repair the perforation in left atrial appendage. The patient required extended hospitalization in the intensive care unit (ICU) after surgery. The patient¿s outcome was unknown. Physician¿s opinion regarding the cause of the adverse event is that it probably occurred while doing the voltage map with the pentaray nav eco catheter or when inserting the stsf catheter. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. The stsf catheter was not in close proximity to another catheter. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter did zero after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). Transseptal puncture was performed with a baylis transseptal needle. The generator was in power control mode. However, no ablations were performed. The catheter irrigation was set within nominal settings for the stsf. Per the physician, the issue could have occurred either while using the pentaray nav eco catheter for mapping or while inserting the stsf catheter. Therefore, this event will be reported under both products.